Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the operating room for a scheduled lead revision due to noise. The lead was extracted and replaced without issues. The procedure concluded successfully without adverse event and with the patient having remained stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.